Event description:
It was reported that the physician's handheld programmer screen is freezing from time to time but is resolved with a hard reset. The physician is however dissatisfied with the device and therefore a replacement was provided. Additional information was received that various display screens have been freezing for approximately 9 months. Hard resets were performed to troubleshoot the issue during those times. The device was received but analysis has not been completed.

Event description:
An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software were identified during the flashcard analysis. An analysis was performed on the returned handheld and it was identified that the main battery was installed incorrectly. Additionally, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.